Manufacturer narrative:
The device in question is a mounting plate for the intellivue pt monitor. The device failure is being considered as having the risk of the monitor falling from the mount. Philips in the process of obtaining additional info concerning this event. The complaint is still under investigation. A final report will be sent once the investigation is complete.

Event description:
The field service engineer (fse) was performing an installation and upon opening the item from its packaging, the device broke apart.